Manufacturer narrative:
During inspection and testing of the returned device, service confirmed that the instrument channel was clogged with foreign material, but the material could not be removed from the instrument channel; therefore, the material could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified; hence, a root cause could not be determined. The device's instructions for use instructs to make sure that foreign material does not remain in the biopsy channel by inserting forceps into the biopsy channel during the inspection prior to use. Therefore, the user can avoid using the device in a procedure, even if the suggested event occurs. ¿3.8 inspection of the endoscopic system. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope.¿ in addition, service found the insertion section and the light guide tube were wrinkled. The switch box and the switch button #1 were worn and discolored. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The cleaning nurse at the user facility suspected that a cleaning brush broke and was stuck in the instrument channel of the subject device. The reported issue occurred during reprocessing of the device. There was no patient or user injury reported due to the event.